Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event: requested, not provided. Lot number - requested but unknown. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: date of event is unknown. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product lot number was unknown, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the angio-seal device collagen sponge was partially exposed. The physician applied clean saline over the exposed section of the collagen sponge in order to push the collagen sponge in under the patient's skin. Subsequently, hemostasis was successfully achieved with the angio-seal device. The procedure before deploying the device is unknown. It is unknown if a pre-deployment angiogram was performed. The size of the sheath ancillary used, the puncture site, and the vessel diameter are unknown. There was no health damage to the patient. The blood loss was less than 250cc's. There were no other devices or equipment used with the reported product.